Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump exhibited a display malfunction in which the screen became dim with a black dot at the bottom, and pressing the top button only brightened the screen slightly while the display remained greyed out. Symptoms included no clinical effects. Outcomes included product replacement and continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting, verification of shipping arrangements for a replacement, and instruction to shut down the device prior to return. Investigation of this case revealed a suspected display or screen visibility failure of the pump¿s user interface component, consistent with a hardware display defect, with no alerts or alarms generated. It was concluded, based on previously established findings for similar reports, that the cause was a hardware-related display failure.